Manufacturer narrative:
Inratio precision data provided by end-user lot ni: first test inr = 3.6, second test inr = 4.0; mean = 3.80; sd = 0.28; %cv = 7.4%. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.6 second, test inr = 4.0.